Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the severely tortuous, mildly calcified, 70% stenosed right coronary artery (rca); the vessel diameter is reported as 4.5 mm. The lesion was not predilated. The physician advanced a 4.50 x 16 mm taxus express2 drug eluting stent, however, the taxus stent was unable to be placed. Upon removal the taxus stent was unable to be placed. Upon removal the taxus stent appeared damaged. The procedure was not completed due to this event. No pt complications were reported. The pt status is reported as 'satisfactory/good'.